Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that tip detachment and thrombosis occurred. The target lesion was located in the posterior lateral branch. A 185 cm moderate support straight guide was used and it was noticed that the tip broke inside the patient. The device fragment was unable to retrieved and thrombosis occurred where the tip of the wire remained. The procedure was aborted.